Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information to determine if our product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that there was air leakage in the pressure relief valve of the rt329 infant continuous flow breathing circuit kit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt329 infant continuous flow breathing circuit was not returned to fisher & paykel healthcare in new zealand for evaluation. We were unable to retrieve additional information regarding this complaint. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that there was air leakage in the pressure relief valve of the rt329 infant continuous flow breathing circuit kit. Conclusion: without the complaint device we were unable to determine the cause for the reported event. All rt329 infant continuous flow breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The complaint rt329 infant continuous flow breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt329 state the following: "discard product if the pressure relief valve is damaged or damage is suspected." "Check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended." "Set appropriate ventilator alarms."

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that there was air leakage from the pressure relief valve of the rt329 infant continuous flow breathing circuit kit. There was no reported patient involvement.